Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) with stent. The stent and balloon were microscopically examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secure. Microscopic examination revealed that the first row of stent struts was flared, stretched and bent on the distal end of the stent. The tip was damaged. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 32x4.5mm, eccentric, de novo, with a >= 90 degree bend target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Following predilation using 1.5x20, 2.5x20 and 4.0x15 maverick 2 balloon catheters, a 32x4.50mm rebel stent was advanced but significant resistance was encountered due to moderate tortuosity of the lesion. The device was removed and it was noted that the tip of the stent strut was deformed. The procedure was ended. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 32 x 4.5 mm, eccentric, de novo, with a >= 90 degree bend target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Following predilation using 1.5 x 20, 2.5 x 20 and 4.0 x1 5 maverick 2 balloon catheters, a 32 x 4.50 mm rebel stent was advanced but significant resistance was encountered due to moderate tortuosity of the lesion. The device was removed and it was noted that the tip of the stent strut was deformed. The procedure was ended. No patient complications were reported and the patient's status was stable.